Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2010 due to symptomatic vaginal prolapse with cystocele. It was reported that the patient underwent surgery on (B)(6) 2011 which consisted of laparoscopic abdominal sacrocolpexy with y mesh, lysis, intra-abdominal and vaginal adhesions, transvaginal sling removal, urethrolysis, and cystoscopy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a sacrospinous colpopexy, mesh augmentation, anterior colporrhaphy, cystoscopy hysterectomy performed during mesh implantation.

Event description:
It was reported by the attorney that the patient underwent gynecological procedure on (B)(6) 2010 and mesh and uphold were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).